Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer experienced an elevated blood glucose (bg) level of 535 mg/dl with moderate ketones. A bolus was delivered to address bg level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.